Event description:
It was reported that during a coronary stenting treatment procedure, shaft break occurred. The target lesion being treated was located in the left anterior descending (lad). The 2.75 x 32mm liberte stent was advanced to the lesion but did not pass smoothly through the vessel. After several attempts to advance the device, the shaft broke. The physician give up the case and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device was received in two sections as a result of a break in the hypotube. The break was located 17.6cm distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. A severe kink was present in the hypotube distal to the distal edge of the break. No issues existed with the profiles of the crimped stent, balloon and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, shaft break occurred. The target lesion being treated was located in the left anterior descending (lad). The 2.75 x 32mm liberte stent was advanced to the lesion but did not pass smoothly through the vessel. After several attempts to advance the device, the shaft broke. The physician give up the case and the patient status is stable.